Manufacturer narrative:
At the time of the initial call, the customer was driving and was unable to troubleshoot. She was urged to call back when she could perform troubleshooting, which she did on (B)(6) 2019. Customer service conducted troubleshooting with the customer, including inspecting the faceplate and back plate for damage; inspecting and cleaning the diaphragm; disassembling, inspecting, cleaning and reassembling the kit and tubing set; and verifying breast shield fit. During troubleshooting, it was determined that there did not appear to be an issue with the pump's suction. Customer service sent the customer 24mm and 27mm flex breast shields to try and return of her original 27mm breast shields were requested for testing/evaluation. In follow up with a complaint handler on (B)(6) 2018, the customer indicated that she developed mastitis in early (B)(6), for which she was prescribed antibiotics at the time, and confirmed that she does not currently have mastitis. She did not indicate whether the flex breast shields resolved her milk expression issue. The customer requested to be contacted by a medela clinician, who has made multiple attempts to contact the customer with no response as of the date of this report. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2019, the customer alleged to medela llc that her pump in style breast pump does not empty her breasts, even though the pump has suction. She indicated that while using a hospital-grade symphony pump, it expressed more milk than the pump in style does. The customer additionally alleged that in (B)(6) 2018 she had two episodes of mastitis, but has not developed it since.